Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. The incident information was reviewed; however, the device was not returned. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular. A review of the lot history record and complaint history could not be performed as the lot number for the device was not reported. In this case, the restricted short posterior leaflet likely resulted in suboptimal grasping during the first procedure; after approximately 4 months, the clip detached from one leaflet and was secured to the other leaflet. The patient effects of worsening mitral regurgitation and tissue damage are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet, which required an additional mitraclip procedure for treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips (unk lot numbers) were implanted and the mr was reduced to 2. During a follow up echocardiogram on (B)(6) 2015, it was found that the mr had increased to 4+, and the lateral clip had detached from one leaflet, and remained attached to the other leaflet (single leaflet device attachment/slda). An additional procedure was performed on (B)(6) 2015 for treatment of the increased mr and to stabilize the slda clip. It was noted that there was a leaflet flail that was not previously noted, and possible leaflet damage. The clip delivery system ((B)(4)) was advanced to the mitral valve. Leaflet grasping was attempted, but was difficult due to a short posterior leaflet. After multiple attempts, the decision was made to discontinue the procedure. No clips were implanted and the mr remained at 4+. No further treatment has been planned. No additional information was provided.